Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to breakage of the image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components mounted on the electric circuit board had a defect. For prevention of recurrence of the suggested phenomenon, it is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found bending manipulation and insertion tube defects, angulation malfunction, bending problematic, incorrect shape or angle of bending, reduced angulation, the angle wires were stretched. Physical defects of the bending section and insertion tube including unusual shapes, bending section internal defects intact sheath, defects of adhesive, chipping, dropping, peeling of adhesive on the bending section, deterioration/damage of adhesive (due to chemical/physical stress), irregularities in appearance of the adhesive on the bending section. Crack of adhesive on bending section rubber. Defects of the universal cord, distal end, connector, control section/related parts, universal cord defects, surface defect of the universal cord (internal metal not visible) the video cable has wrinkles, cut, scratch, discoloration, stickiness, damage or deformation due to physical stress caused by handling. Defects of the universal cord/distal end/ connector/control section/related parts, distal end defects (including lens and cover), defects of whole distal end / cover, defects of whole distal end, crack/chipping/deformation/scratch of the distal end (no sharp edge), crack of resin part (crack due to impact such as dropping/ crack of molded part due to physical/chemical stress). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope displayed e315 error code. The issue was found when connecting the scope to evis x1 cv 1500 video system center during an unknown procedure prior to inspection. There were no reports of patient harm.